Event description:
Customer received result of 21.0 mmol/l on the mobile system, and a result of 7.3 mmol/l on the aviva system within 10 minutes. On a different date customer received result of 6 "something" (mmol/l) on the mobile system, and a result of 3.8 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491461, expiration date 03/31/2014). (B)(6).